Event description:
Surgeon used floseal on a female patient and that "it was the first time she had used the floseal on that patient (it was for a supracervical hysterectomy) and six weeks later the patient was not doing well. She had inflammation that was observed via sonogram."

Manufacturer narrative:
(B)(4). This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of additional information.